Event description:
The customer reported that during pre-sampling, they noted air in the sample bag. No medical intervention was necessary for this event. The customer declined to provide patient's identifier and age. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to a device malfunction (in the form of operator error) that has the potential for injury.

Manufacturer narrative:
Investigation: the customer is using trima v6. Information obtained from terumo bct sales consultant is that the air is not getting into the sample bag due to reloading the kit because the customer would not reload in these circumstances. The device history record (DHR) was reviewed for this lot. There are no events in the DHR that would have contributed to air in the sample bag. Quality labs and sterilization requirements passed. The disposable set was unavailable for return and analysis. Photos sent in by the customer show that the sample bag is 3/4 filled with blood and 1/4 with air. However, the sample bag is not inflated (pressurized) with air. The run data file (rdf) was analyzed. The analysis of the run data file did not find a conclusive cause for the air in the sample bag reported for this procedure. Specifically, there is no indication that the white clamp on the sample line was partially open possibly allowing air to enter the sample bag. Based on the available information, it is possible that the residual air is within the normal manufacturing process variability. The customer did not get any ¿pressure test error¿ alerts during this procedure. There also was no indication of other signals that have been identified with prior complaints of air in sample bag. Additionally, terumo bct ran tests in lab and the investigator was able to introduce approximately 10 ml of air to the sample bag by clamping the white clamps while the system is loading the cassette instead of clamping at system prompt prior to cassette load. This was particularly prone to occur during testing if the white clamp on the needle line is clamped before the white clamp on the sample line during cassette loading. It is also possible that air could be introduced into the sample bag if the white clamp on the needle line is clamped as prompted by the system,but the operator waits to clamp the white clamp on the sample bag line until the cassette is being loaded. However, the signals in the rdf cannot conclusively determine that these events occurred during the incident. Root cause: root cause for air in sample bag is inconclusive. Possible causes include but are not limited to:-residual air is within normal manufacturing process variability-operator closing clamps after screen prompts and during cassette loading